Manufacturer narrative:
A customer from the (B)(6) reported to biomérieux a misidentification of enterobacter cloacae as serratia odorifera for a sample from a patient's right hip, in association with the vitek® ms instrument. An internal biomérieux investigation was performed. Data analyzed for the investigation included: ecal mzml files (32 mzml from june 18 to june 19). Customer's strain and submittal form 0117167055536-1. Last fine-tuning date : 06jun2017. Conclusion on the system: the system was not operational during the customer's tests conducted on 18jun2017 and 19jun2017. Conclusion on the identification: the strain provided by the customer was identified as "enterobacter hormachei ssp steigerwaltii" by sequencing gyrb. This specie is not included in the vitek® ms database v2.0. Vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: no identification (most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus as expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus as expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. This system limitation is mentioned in the knowledge base (kb) user manual 161150-296-a page 1-11: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification. Note: interpretation of results and use of vitek® ms requires a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results." Suspected root causes of the issue: * vitek® ms system limitation. * non-optimal fine tuning (new fine tuning and retests made on 20jun2017). * non-optimal spot preparation.

Event description:
A customer from the united states reported to biomérieux a misidentification of enterobacter cloacae as serratia odorifera for a sample from a patient's right hip, in association with the vitek® ms instrument. The customer reported the initial sample identification on vitek® ms was serratia odorifera (96.5%) and its duplicate spot failed. The sample was repeated twice and was identified as enterobacter cloacae/ enterobacter asburiae (50%/50%). The sample was tested with vitek® 2 and the identification was enterobacter cloacae complex. The customer stated the incorrect result was reported to the physician and it was unknown if there was a delay in reporting results, or an impact to patient results and treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.